Manufacturer narrative:
(B)(4).

Event description:
Additional information was received indicating that on (B)(6) 2014 was when their nerve endings made the leg numb. It was unknown how the recharger burnt their never endings. The patient was having their device taken out because when it was placed the impatient indicated that their nerve ending made leg numb and been since it was placed, the only solution was to take it out. It was thought that the battery had burnt some nerve endings in the leg. It was noted that this happened whenever they charger the battery. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4). This medical device report is being resubmitted to the emdr system due to a connection error within the emdr system. The event was previously reported to the emdr portal and an acknowledgement 3 received, but the connection error prevented the emdr system from documenting the report. The report number in this report is the same number as the impacted report that has the connection issue. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was happy with the device but had discomfort from the implant. The patient had discomfort at the implant site since implant. The device was implanted too low. The patient was uncomfortable when they sat in chairs. When the patient charged, they felt warm in the stomach and their bowel and then they got a loose bowel movement the following morning or the same night. The patient implant site was uncomfortable when they charged and he had to use a towel between the device and antenna. The patient had thin clothing between the device and recharger and it still got warm. The patient noted that the right leg felt like it was asleep since implant. It was questioned if a never was pinched. It was mentioned that it hurt to drive a car and could not drive a car as a result, and were taking oral gabapentin and it kind of helped with the leg. Additional information was received indicating that the patient was still having problems with the system. The patient would see the doctor the following day of the report for a ¿nerve shot¿. Since the first implant, he had a pinched never in their right leg. Their buttock would hurt when they sat due to recharging their implant and it would hurt until the end of the week even though they had recharged only about a quarter of the battery. The patient discussed the issues with the physician and they got no resolution. It was later reported that when the patient would charge the device in his ¿behind,¿ the muscles in the patient¿s legs were affected such that it was ¿almost like it¿s cooking the muscles in [the patient¿s] legs.¿ the patient had ¿quit using it for the last 10 days¿ and his ¿legs are still bothering [the patient].¿ the patient¿s symptoms had occurred gradually since the device was implanted. The patient could not sit down without ¿it hurting.¿ the patient had spoken to a manufacturer representative, who had suggested that the patient have the device reprogrammed. The patient had received a ¿nerve shot¿ from the healthcare provider (hcp) on (B)(6) 2014, but it did not help and the patient felt worse than before. The patient also reported that their right leg would go numb, he couldn¿t sit in a chair, and it felt like his skin was being pulled. The patient stated that ¿underneath my right leg, I couldn¿t sit down on a seat or drive a car. It¿s as sore as a boil inside.¿ the patient was redirected to their healthcare provider (hcp), but the patient stated if they went to see them they would give him a pain blocker but that wasn¿t the answer because their leg swelled up from the pain blocker. It would be swollen for a couple of days and then after that he was back to where he was. He kept getting sorer all the time. It was noted the implantable neurostimulator (ins) was off. It was reviewed the on/off options until the ins could be checked by the hcp or manufacturer¿s representative (rep). The patient later reported that they received assistance from their doctor or manufacturer¿s representative (rep) on (B)(6) 2015. They still had concerns regarding their device or therapy but were working with their doctor or rep. And an appointment was scheduled for (B)(6) 2015. The patient further reported that in the fall of 2014 during charging of the battery both of his legs had a burning sensation above the knees. It was like the muscles in his legs were going bad it was very painful. He quit using the implantable neurostimulator (ins) and let the battery go dead. The patient told his healthcare provider (hcp) about this and he was given a nerve block shot that did not help him; he was still in a lot of pain and it was hard to ride in a car. For about the last three months he was in a lot pain. It was further reported that he thought the muscles in his upper legs were damaged. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.